Manufacturer narrative:
Investigation: visual inspection: deposits on the outer housing of the valves, as well as inside the reservoir membrane were observed through the visual inspection. No significant deformations or damage were detected. Permeability test: a permeability test has shown that both valves are permeable. During the test, the valves discharged bloody liquid. Adjustment test: the progav 2.0 valve was tested and is adjustable to all specified pressures. Braking gorce and brake funciton test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Results: finally, we have dismantled the valves. Inside the progav 2.0 valve we have found minimum deposits of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of non-adjustability. The progav 2.0 was fully adjustable to all settings. However, it is possible that the deposits observed inside the vlave could have caused the malfunction in the past. As described in our literature, the problem encountered is on of the known, inevitable risks of hc-therapy by shunt implants.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "that the valve could not be adjusted. The valve had to be explanted." Additional patient outcome and medical intervention information has been requested. When the additional information is received a follow up report will be submitted.